Event description:
It was reported that there was a lead warning due to the right ventricular (rv) lead superior vena cava (svc) coil impedance of 107 ohms. A fracture was suspected and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced. No patient complications have been reported as a result of this event.